Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the detachment was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the subject device's bending section was detached. There was no patient involvement.